Event description:
Reporting status: death. Reporting rationale: perforation not sealed/death. Device issue: leak-stent graft. It was reported that during the deployment of another company's stent a perforation occurred. The pt's condition stated to deteriorate and resuscitation/CPR was performed. The graftmaster stent was selected for treatment of the perforation; however, after successful deployment of the graftmaster stent, extravasations of contrast were noted. It was determined that the graftmaster did not completely cover the perforation, the pt's condition continued to decline, and the pt expired. No additional event or pt info is available.